Manufacturer narrative:
The catheter (unknown) was returned for analysis and analysis of the catheter found no significant anomaly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information referenced the main component of the system and other applicable components are: product ID: neu_unknown_cath, serial# unknown, product type: catheter. Product ID: 8709, lot# j10876r69, implanted: (B)(6) 2001, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Information was reported by a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown drug from an implanted pump. The indication for use was intractable spasticity and multiple sclerosis. On (B)(6) 2016 during a pump replacement the hcp was unable to aspirate the catheter so it was replaced. At the time of the report the patient was alive with no injury. Additional information was reported by the rep on (B)(6) 2016. The pump was replaced due to elective replacement indicator (eri). The cause of the inability to aspirate and the drug in the pump was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.